Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an insulation anomaly was observed. No electrical anomalies were noted. Lead remains implanted.